Manufacturer narrative:
Philips service restored the backup and reinstalled ippc software; the equipment is under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an intermittent software error caused a memory full message on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.